Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7130330 UDI: 08714729820765. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7124465. UDI: 08714729905288. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7124930. UDI: 08714729905288.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an allergic reaction in the neck area at the site of the lead extension wherein causing wound dehiscence and the lead extension to erode through the skin. There were signs of swelling, inflammation and edema. The patient underwent a revision procedure where the lead extensions and leads were explanted. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility and was not returned. Additional information was received indicating the date of the explant.